Manufacturer narrative:
The manufacturer did not receive the devices for review. Where no lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Investigation results were made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The router and incoming receipt sap have been reviewed. No trend was identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. It was reported that a patient got revised due to a broken pe liner and recurrent dislocations. Two undated x-rays were received. The ap view shows a cup in 48° inclination. The anteversion cannot exactly be determined but seems to be rather low (<10°). The lateral x-ray is inconspicuous. The surgical report of (B)(6) 2015 (implantation of the biolox delta head, 12/14, 36 x -3.5 during a revision surgery due to right total hip arthroplasty instability) was reviewed. Intraoperatively, the surgeon was able to dislocate the hip in 90° flexion and around 20°. The soft tissue tension seemed to be sufficient but the stem has subsided 4-5 mm. For this reason, it was decided to replace the stem. During impaction, the surgeon felt that the new stem subsided too. Therefore he changed to a bigger size. Two post-op pictures where received: they show the broken liner and the biolox head with metallic smearing on one side. Possible causes for the reported event according to sap dfmea: mal-function of tha (wear, fracture, dislocation etc.). Due to wrong size of head diameter and/or offset, wrong taper size combination. It cannot be excluded that the chosen neck length was too small. However, the surgeon mentioned a good tissue tension after relocation of the hip with the new implants. It can be assumed that the biolox head did not have any involvement in the dislocations and the liner breakage. However, there are some indications for dislocation: in the implantation report it is mentioned that the original stem (unknown) has subsided 4-5 mm during the time in vivo. Intraoperatively, the surgeon had difficulties with subsidence with the first stem he implanted and he had to change to a bigger size. This indicates rather challenging bone properties. In addition, the ap pelvis x-ray shows a rather low anteversion which correlates with the fact that the hip previously dislocated with 90 degree flexion and 20 degrees inner rotation. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4) (investigation of the liner). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 36 x 3.5 on the right side on (B)(6) 2015. The patient was revised on (B)(6) 2015, due to multiple dislocations leading to liner fracture.